Event description:
Pump was working fine during pt's therapy. Pump was returned to rptr, rptr sent it to nurse for teaching. It came back to pharmacy, rptr tried to program the pump and the screen was frozen. Rptr took the battery out 3 times and still couldn't get it to program.